Event description:
It was reported the tip of the 3.5 hex driver from the arcos set broke off when tightening the cone trial during surgery. No additional information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the tip to be fractured. The hex feature was not returned. Rings have been scuffed around the shaft. Discoloration and foreign debris are present on the grip. Dried, red-orange liquid is present within the fractured surface. Additionally, the features of the fracture surface visually align with zrm_wa_0545_21 in which an torsional overload fracture failure mode was identified. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.